Event description:
Olympus was informed that the customer high frequency electro-surgical generator unit reportedly has error code e433. The error was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The return of the device and additional details regarding the reported event have been requested. The investigation is ongoing, however, if the device is returned at a later date or additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 is triggered by the device's safety system and results in a restart of the generator. The definitive root cause of the error code e433 is a destroyed transformer. It was identified that a design change for an improved generator board was initiated in mid july 2020. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor field performance for this device.